Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 533 mg/dl at the time of incident. The customer's blood glucose was 259 mg/dl at the time of call. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.